Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called with a no disposable alarm. The settings were reviewed, pump powered off/on, and batteries removed and put back in. Still has no disposable alarm. The pump was powered off, tubing clamped, cassette removed, green clamp depressed, tubing rubbed and tapped on a hard surface, replaced cassette, unclamped tubing and powered back on. Patient did note air bubbles in the line, so he tried to break them up good. Still has a no disposable alarm. The process was repeated again. Still has no disposable alarm. Pump powered off; line clamped. Instructed patient to call clinic tonight if he has an afterhours phone number or call in the am to let them know he has air bubbles in the line on the cassette and pump won?t run. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. The product is beyond 3 years from manufacture date of 2019-03 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).